Event description:
It was reported that the colonovideoscope had the image become static and a b30 scope communication error. The event had occurred during inspection for use. The diagnostic procedure was completed using the same device. There were no reports of patient harm.

Manufacturer narrative:
The device was not returned to olympus for inspection, and the reported failure was not confirmed. Based on the results of the investigation, and since the device was not returned, the definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.